Event description:
Brush head attachment has started to come off during brushing - oral-b toothbrush [device breakage] case narrative: consumer via chat stated that the brush head attachment had started to come off during brushing. They mentioned that they had the toothbrush for a while, so it was possible that the notch or mechanism holding the brush head had worn down. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.